Event description:
It was reported that during a surgical procedure, a piece broke off the perforator bit. It was also reported there was no pt injury.

Manufacturer narrative:
The perforator subject to this MDR was returned for evaluation. Upon visual examination, it was confirmed that one of the cutting edges had broken off. Lot number info was not provided to permit further investigation. The root cause has not been determined at this time.